Event description:
As reported from france by our edwards lifesciences affiliate, a commander delivery system balloon burst, and balloon separation occurred during implant of a 26 mm sapien 3 ultra valve in the aortic position. A balloon aortic valvuloplasty (bav) was not performed pre-implant, but +1 cc was added to the delivery system balloon prior to inflation. During valve deployment, the balloon burst during inflation. Consequently, the valve was partially deployed. It was not possible to withdraw the delivery system through esheath+ because of the "parachute" shape, so the devices were removed as a single unit. Another balloon was used to fully expand the valve. The patient did not suffer any injury and was in a stable condition. As reported, no part of the balloon was missing. The root cause of the balloon burst was severe aortic root calcification. Images of the delivery system were provided, and it appeared that there was a high probability of detached/missing balloon material, however, it was unable to be definitively confirmed with the images provided.

Manufacturer narrative:
Investigation is ongoing.